Event description:
The customer reported that while the panorama central station was in use monitoring patients along with ambulatory telepacks, the central station's display went to a blue screen. The system displayed an error message advising that windows detected an error, and was shutting down to protect the system. No patient injury was reported.

Manufacturer narrative:
The company service representative cleared the error logs and reset the system, but the next day, the display went to a blue screen again. He replaced the hard drive. The system was tested to factory specifications. It functioned normally and was returned to use.